Manufacturer narrative:
The electrode is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient suffered from increasing shortness of breath for several days, weight gain and leg edema. Rv sensing was very low. There was no measurable threshold at exit-block using maximum output. Home monitoring showed very low sensing values. The lead was revised due to dislodgement.